Manufacturer narrative:
A siemens customer service engineer (cse) performed a full decontamination of the instrument. A system calibration, quality controls and patient samples were run, resulting as expected. The cause of the instrument being plumbed to city water instead of distilled water is an installation error. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
An advia 2400 instrument (3b) was inspected by a siemens customer service engineer (cse) after the instrument was relocated. The cse realized that the system was connected to a city water line and not to a treated water supply. Samples that were run on the system before and after the relocation were repeated on an alternate instrument (2b), and results were comparable. The samples were repeated post decontamination, and results were comparable. No corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the event.